Manufacturer narrative:
Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c had foreign matter before use. The following was reported by the initial reporter: "it was reported that there is vacuum in the syringe. Also reported some of the needle cover plastic ends up in the syringe. Verbatim: "cts received the following information via email. Cts to contact customer to obtain more information. Upon contact with customer, cts to document cartridge and infusion set issues. Cts to update event dates and confirm pump sn. Cts to set temporary event date to (B)(6) 2021, as that is when the issue was reported to cts. Cts to create sharepoint task for follow up, as case owner will be out of the office for two days. ---------------------------------------- created on (B)(6) 2021 at 1:38:52 pm. Subject: needle/syringe issue caller reported vacuum in the syringe. Customer replaced needle and was able to eliminate the vacuum. (Customer said they also noticed that sometimes part of the needle cover plastic ends up in the syringe). Number of occurrences: 15-20 times. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 26 g, 3/8"" needle, pn 305110 and bd 3ml syringe, pn 309657. Product lot #: unavailable. Did issue cause any injury?: no. Did customer require medical intervention?: no. Is product available for return to bd?: yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution: caller successfully filled a cartridge with insulin after changing the needle. Cts to send replacements. No further tandem follow up is required. Customer stated the issue was with needles and not with cartridges and that the issues have been going on since being on the pump. Cts to use date after pump ship date as approx. Event date and updated pc.""